Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and did not find a definitive cause for the erroneous results. The hgb lamp, cuvette, white blood cell (wbc) pump and preamplifier in the pathway were inspected. The fse performed hgb verification and the instrument passed. Five samples were run in both modes and the results were identical. The single tube station (manual station) was found to be splashing samples so it was replaced. The defective single tube station was not the cause of the erroneous results. The printer was not working properly so a new one was ordered for replacement. A third party is tasked to replace the new single tube station and printer.

Event description:
The customer reported receiving unflagged erroneous hemoglobin (hgb) results for three patients from a unicel dxh 800 coulter cellular analysis system. The patient specimens were run in the manual mode, and results did not match patient history for each patient. Quality controls were run prior to the event and were within specification. Erroneous patient results were reported out of the laboratory and there was no change or effect to patient treatment in connection with the event.